Event description:
During an attempted laparoscopic assisted vaginal hysterectomy, atraumatic graspers were used to grasp the tuboovarian round ligaments to lift the uterus. By doing so, the tubovarian round ligament tore slightly and had to be coagulated. The case was converted to a laparotomy.